Event description:
It was reported that the patient has been having problems with the implant at tooth location #3. Purulence on the crestal aspect was noted and the implant was removed due to infection and puros was placed in the area.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique device identifier (UDI) not applicable. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.